Event description:
The patient arrived at the hospital for an acute coaxalgia secondary to decoupling of the prosthetic femoral components, implanted in 2009 in a different hospital. The femoral head, the stem and the insert were replaced with a revision surgery on (B)(6) 2017.

Manufacturer narrative:
An event regarding disassociation involving a metal head and hipstar stem was reported. The event was confirmed through visual analysis of the stem as per, whereby trunnion wear was observed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were received for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required

Manufacturer narrative:
Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The patient arrived at the hospital for an acute coaxalgia secondary to decoupling of the prosthetic femoral components, implanted in 2009 in a different hospital. The femoral head, the stem and the insert were replaced with a revision surgery on (B)(6) 2017.